Event description:
It was reported that during a spinal fusion procedure the doctor pulled the catheter out and put it back in. It was unknown if there was a problem or if there was good flow in the catheter. It was later reported that the doctor intentionally cut the catheter because he accidentally pulled it out. He replaced it and wanted to make sure there was csf (cerebrospinal fluid). He spliced the catheter at the 16cm mark and then reconnected. He decided not to re-prime the remaining 16cm of catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).